Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and there were concerns about this device's longevity. The device was unable to be interrogated in clinic. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This event was previously reported. See MFR. Report # 2124215-2024-62883.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and there were concerns about this device's longevity. The device was unable to be interrogated in clinic. The device remains in use. No adverse patient effects were reported.